Manufacturer narrative:
Please refer to field h10 for the user facility medwatch report that was received and noted in the b5 of the initial MDR, but was not added to field h10 at the time.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
On 6/26/2024, intuitive surgical, inc. (Isi) received user facility report (B)(4) stating: wire broke within robotic instrument while in use. No harm caused to the patient. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.